Manufacturer narrative:
The report of ¿no ipg communication¿ was confirmed. The root cause of the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state as a result of an unrelated surgery. The event details stated: the patient had a surgical procedure on 18dec2020, and the device was not placed into surgery mode. There is guidance noted in the clinicians manual concerning handling of the device: electrosurgery devices should not be used in close proximity to an implanted neurostimulation system. As a result of this finding, actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Surgical intervention may take place to address the issue.

Event description:
Additional information received, identified that intervention was undertaken. Where in the ipg was explanted and replaced. Effective therapy was restored post operatively.